Event description:
Caller reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted several solutions, including using a different wall adapter and charging cable, but the issue persisted. Technical support decided to replace the pump, which was under warranty. The customer planned to use multiple daily injections (mdi) as a backup therapy. Instructions were given to the customer on how to put the pump into storage mode and return it with a pre-paid label, which the customer understood and acknowledged.